Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain patient demographics information; however, the customer could not provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire¿s insulation damage. Visual inspection found 0.146" of the wire exposed and the instrument failed the electrical continuity test. The complaint regarding loose cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.